Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information. B4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes" g6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions-updated. Additional information. H11: evaluation summary. Evaluation summary. The reported event was an endoscope malfunction. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during the pre-use check. No patient harm occurred, and the procedure was successfully completed using a backup device. Based on the investigation, a potential root cause of this failure was a malfunction of the electrical connector or water ingress, which caused loss of image. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the instructions for use (IFU). Investigation completion and return date: 23-nov-2025. A device history record (DHR) review was performed by the manufacturer. As a result of the DHR review, it was confirmed that the endoscope was manufactured in miyagi and was released under normal conditions. Although a specially approved component was used, it was confirmed that the endoscope passed all required inspections and was released accordingly. Although the manufacturing date could not be verified because the product was manufactured prior to the implementation of UDI regulations, the approval for shipment and the actual date shipped were confirmed as 08-aug-2018. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
On 14-oct-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10 serial number (B)(6) in china within the apac region. Before an endoscopic procedure, when the endoscope was connected to the processor, issues such as the image not being displayed occurred. The facility engineer inspected the device and found defects in the endoscope connector and the internal circuit board. After repair, the endoscope functioned normally. The procedure was delayed due to this issue. There was no report of patient harm. This event occurred before use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 30-oct-2025. It was confirmed that the issue was related to an electrical connector malfunction. The device was confirmed to be beyond its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.